Event description:
It was reported to hamilton medical ag, that: on (B)(6) 2026 the hamilton-t1 ventilator (pn 161006 / sn (B)(6) displayed "oxygen supply failed". Patient involvement but without medical intervention and no patient, user or third-party harm was reported.

Manufacturer narrative:
Hamilton medical ag internal reference number: (B)(4). Investigation is on-going.